Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope exhibited broken light-guide fibers glass of the distal end during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9,h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion tube was dented, the image had white spots, and the distal end of the light guide bundle was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction. The broken light guide fibers glass, and the dented insertion tube were caused by component failure of the distal end cover glass, and a component failure of the outer tube. The most likely cause is some kind of excessive force. The white spots were due to a component failure of the electronic component, probably caused by a random failure. The distal end light guide bundle failure is a light transmission problem, but the cause is third-party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.